Manufacturer narrative:
There was no patient involved with this concern. The computer was returned to the manufacturer for analysis. The computer was ran for about 20 hours, and no video flickering or other issues observed. The system was stable. There were no hard drive or ram errors found. The computer was fully functional and the reported event could not be duplicated. A medtronic representative went to the site to replace the computer and test the equipment. After computer replacement, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that the video display intermittently flickers on the navigation system monitor. No other devices were being used that may have affected the video signal. The video cable connections were checked with no resolution. There was no patient involved with this concern.